Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This case is from the health authority. It was reported that during an unknown surgery, the device was prepared on the operating table as required, upon checking the integrity of the device, it was noted that the white tissue pad fell off. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.